Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The p3 connector on the workstation control panel processor was reseated. The system was tested and operates as intended.

Event description:
The customer reported that the monitor of the 9800 system would not work and that they were unable to retrieve images. No pt injury was reported.